Manufacturer narrative:
The lot complaint history was reviewed and this was first complaint for the finish goods lot and first for this issue. The device history record review showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample and met specifications. The root cause of the customer's complaint could not be established. (B)(4).

Manufacturer narrative:
The product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported that an infusion failure occurred during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.